Event description:
It was reported that, following a software upgrade, the device would not turn off unless the batteries were removed. Subsequently, the device failed to turn on. There was no patient use associated with the reported event.

Manufacturer narrative:
Medtronic continues to investigate the reported event.